Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. The patient stated that they were trying to lose weight and thought maybe their pain had a lot to do with that too so they found a belt that they put around their waist and put it around their lower waist for their 'fupa' and it was hitting the pump and they thought it either moved or shifted or something because the alarm went off once twice and as soon as they took off the belt it stopped and everything was fine. Patient stated the belt makes you sweat to try to lose weight. But, patient stated they still went to the emergency room (ER) and they just took an x-ray and patient went home. Patient mentioned they were going to probably change their doctor probably by next month because they were changing their medication to something else. Patient stated they called medtronic representative (rep) on saturday night about this issue and stated they were rude and told them there was nothing they could do to assist. Patient also mentioned they were due for a bolus and their back was a little bit hurting and they were going to try to give themselves a bolus on the call to see if it would do it. Patient was able to request/receive a bolus well on the call without issue. Patient restarted myptm app on their own and was able to connect again without issue and confirmed no alerts were present. Agent inquired about alarm and patient stated 'no, it wasn't like a european ambulance; that's critical, it was just the one beep that went off like a short beep about 15- 20 minutes later it did it again.' Patient stated they listened to the alarm sounds on website and it for sure was not the critical alarm but was similar to the noncritical alarm but, unlike the noncritical alarm, the alarm the patient heard was a short beep. Patient stated they thought it was their husband's diabetes device but they determined it was their pump. Patient stated they got up and panicked and took the belt off and their husband thought they were kinking it because the belt was on so tight and was "smashing it". Patient stated after they undid and took off the belt, everything was fine but they were still panicked and they went to ER. Agent assisted patient in navigating to therapy details and patient confirmed expected refill date showed (B)(6) 2025. Patient confirmed they had not heard a sound since and nothing has happened since, and this all happened 'a couple days ago.' Patient stated they had a follow up appointment on january 6th and patient agreed to discuss concerns with healthcare provider.